Event description:
Report received of the delivery ending sooner than expected. The pump was programmed in the tpn mode to deliver 2000ml of tpn to a homecare patient. No specific programming parameters were provided. The tpn container was placed in a backpack during delivery. Reportedly, the infusion ended 20 minutes earlier than expected. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.